Event description:
The account alleged the head of the bed is going up intermittently on its own. No pt impact.

Manufacturer narrative:
The tech replaced the left side caregiver power control board and the pt control boards to resolve the issue.